Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse reported the blood leak occurred within 5 minutes of starting the hd treatment. The nurse explained that the leak was visually seen at the top of the dialysate compartment.the blood leak was described as being an internal blood leak. A fresenius 2008k2 machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse reported the blood leak occurred within 5 minutes of starting the hd treatment. The nurse explained that the leak was visually seen at the top of the dialysate compartment.the blood leak was described as being an internal blood leak. A fresenius 2008k2 machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Although the device is reportedly available to be returned to the manufacturer for evaluation, no sample has been provided for evaluation as of 7/9/2024. According to the third party carrier's website, the fmcna-provided shipping materials were sent to the customer and subsequently received. In the event a sample is returned for evaluation at a later date, the complaint file will be updated accordingly. The reported complaint is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. A review of the production record was performed. There was one unrelated approved temporary deviation notice (dn) in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.